Event description:
The plaintiff's attorney alleged that the decedent experienced cerebrovascular events on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with mdrs # 1225714-2013-00717, 1225714-2013-00718, 1225714-2013-00720.